Event description:
Note: this report pertains to one of three reportable complaints (MFR reports # 3005099803-2011-00696, # 3005099803-2011-01390, and # 3005099803-2011-01391) that occurred during the same procedure. It was reported to boston scientific corporation that two jagwire guidewires and an ultratome were used during ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure the guidewires were unable to be inserted into ultratome. The guidewires were reported to have peeled while attempting to insert. There was no reported malfunction of the ultratome. The procedure was completed by using different devices with no patient complications. The patient's condition has been described as "stable." On (B)(6), 2011, the investigation results revealed that the tip of the pebax had detached on both jagwires, making these reportable events. Please note that based on investigation results of the ultratome, MFR report # 3005099803-2011-00696 was submitted (B)(4), 2011.

Manufacturer narrative:
A visual examination of the returned device revealed a bend in the distal section of the guidewire and the pebax tip had completely detached from the corewire. The detached tip was not returned. There was no damage noted to the core wire or ptfe jacket. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the poly was properly attached to the corewire. The outer diameter of the incident device was measured and found to be within specification. However, damage was noticed to the distal tip, indicating that the device may have been inserted and/or pulled against resistance. It is important to note that the customer did not allege any malfunction of the device prior to its insertion and the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. Although it is impossible to determine the cause of the damage, the damage may be associated with anatomical/procedural factors. Therefore, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.